Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-00913. It was reported the patient ((B)(6)) experienced numbness in her left leg postoperatively after having the scs system replacement (reference MFR. Report# 1627487-2016-00849 and MFR. Report# 1627487-2016-00846). As of (B)(6) 2016 numbness still persists affecting the mobility. No additional information available at this time.